Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an electrostatic discharge. The customer removed the battery but the buttons were unresponsive. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would not be replaced or returned for analysis.